Event description:
It was reported that during the attempted implant of the pacing lead, the helix would not extend. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies found, however blood was noted on helix mechanism and helix mechanism (sleeve head); the analyst noted that the helix extends and retracts within product specification; full lead returned and analyzed.